Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was programmed with multiple boluses and was monitored. All boluses delivered properly and were listed in the bolus history screen. Then the pump was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily total screen. No bolus anomaly or basal anomaly was noted during testing. The pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was unknown. The customer was admitted to the hospital on (B)(6) 2016. Customer cause of hospitalization was high blood glucose. Customer was wearing the pump at time of hospitalization. The troubleshooting was declined by the clinical manager.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.